Event description:
It was reported that the insulin pump had a frozen display and the time was not advancing. It was stated that the device had unresponsive buttons. The battery was removed and the insulin pump rested for two hours, but the buttons still did not respond. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.